Manufacturer narrative:
The insulin pump was received with constant tone due to due to faulty connector on mother board. We were unable to perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant tone. The insulin pump had a cracked battery tube threads, reservoir tube lip and minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the insulin pump had a constant tone. The customer's blood glucose was 99mg/dl. The customer was advised to discontinue use of the pump and revert to back up plan. The insulin pump will be replaced.